Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were not detected on ms4b. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height auxiliary drawer 5.2 not detected on bus. The field service engineer removed the back panel and inspected the lights, noted that the controller board bus light was off for drawer 5.2. The retractor band was found broken and replaced. The device was rebooted into the diagnostics application, and the half height cubie drawer tested without issues, with all pockets detected. After rebooting to the es application, all failed spaces were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were not detected on ms4b. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.